Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the ins to be at normal end of life with telemetry and output to be ok. Additional method code : result code no longer applies. Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # v010693, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
The patient reported painful and shocking stimulation. It was turned off but the patient still felt intermittent uncomfortable sensations in the vaginal area. She had not had her implantable neurostimulator (ins) on for 6 years as she was taking care of her husband and not herself. She had recently went to her healthcare provider (hcp) to turn the ins back on and have a checkup. A rectal exam was performed and the ins was turned back on. Later that day she was in horrible pain internally and she thought it was from the rectal exam. The next day she was still in pain and felt like she was dying. Her hcp told her to turn it off. The pain ceased but she still had intermittent painful and shocking stimulation sensation that would come and go. This was described as jolting. She had pain in her vaginal area, hands, and heart that felt like jolting. It was noted that she had an appointment with her cardiologist the day following this report. No falls or trauma had occurred but she had been through the airport security several times in the last 3 years and that each time the device was not turned off first. The first time through she felt stimulation stop and she never felt it again until (B)(6) 2015 when the hcp turned it back on. She then turned it off on (B)(6) 2015. It was also believed that she had been incontinent since 2013 because of an airport security scanner. It was noted to be full incontinence. There was no relation to positional movements. Decreasing stimulation did not eliminate uncomfortable stimulation. Turning off stimulation did not stop the sensation. It was better but she still had intermittent painful stimulation sensations in the vaginal area. The device had been off since (B)(6) 2015. Urinary/bowel symptoms returned. The patient had a follow-up with their hcp on the (B)(6) following this report. The device may be explanted. This was noted to be sudden. The first time the patient went through security with it on was 2012. The last time was 2013. Relevant medical history included urinary dysfunction/sacral nerve stimulation. Follow-up was performed to determine what actions were taken to address the painful shocking stimulation and if it was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that patient system was explanted completely. The patient called technical services and they instructed her to have her system returned to manufacturer upon explant. It was reported as unknown if the issue was resolved at the time of this report.